Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis. The customer reported that the cannula was bent. The customer's blood glucose was 414 mg/dl at the time of the incident. The customer's blood glucose was 81 mg/dl at the time of call. The customer stated that the blood glucose reached 420 mg/dl. The customer stated that they were given IV fluids. The customer stated that they were wearing the insulin pump at the time of hospitalization. The insulin pump will not be returned for analysis.